Manufacturer narrative:
An invalid lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12? Under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Sample was filled with 5cc of air in order to see if there was any functional problem. When inflating the unit with air, it was seen that cuff inflated but a part was not uniformly. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described. The root cause could not be determined. Operator of device is unknown.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the cuff was sticking to the shaft of the device. No patient injury was reported.